Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. The customer experienced blood glucose (bg) levels in the 300's mg/dl range at its highest and trace amounts of ketones. Manual injections were administered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.